Event description:
It was reported that the wake button became detached from the pump and was not functional. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.